Manufacturer narrative:
Internal reference: (B)(4). Facility declined to provide patient information. No tests/laboratory data available. No information available. No information available. The implant or explant dates are not applicable to this device. Not applicable for this device. No information available. Do not apply to this submission. Do not apply to this submission.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported during a therapeutic coronary procedure the image disappeared. Visual, microscopic inspection, and functional testing were performed on the returned device. Areas of polyimide material and a portion of the adhesive were missing. Fluid ingress was observed. An incomplete image was observed during image testing. The probable cause of the reported lost image failure could not be determined by the investigation. The probable cause of the observed incomplete image failure is a damaged scanner body that led to electrical discontinuity. The probable cause of the observed missing polyimide material and adhesive could not be conclusively determined by the investigation. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This product problem is being submitted because portions of the device were missing and it could not be determined when the separation occurred. There is a potential for harm if the malfunction were to recur.

Event description:
This supplemental follow-up report #1 is being submitted to correct the expiration date.

Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer's policy. Expiration date: corrected inadvertent entry error. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.